Manufacturer narrative:
The handpiece identification failure was due to a connector problem, while the cap charger failure was not replicated also after a long term test performed by tech. After the replacement of the "identification cable" the laser system restarted to work properly.

Event description:
The laser system has the following problem: "cap charger error and handpiece identification problem". Skin redness, side effects recovered after treatment.